Manufacturer narrative:
Manufacturing date not available at the time of this report. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with grade 1 diffusse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased and an oral steroid was prescribed (medrol). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and blurry vision. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2017 bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -2.00 x 14, left eye pre-op 20/20 -1.75 x -1.50 x 170. This report is for the visx laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
The initial report it was reported that the manufacturing date for the system was not provided/unknown. However, the manufacturing site has provided the date as 2005. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.